Manufacturer narrative:
Product ID: 97715, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a190, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the cause of the shocking sensation, and leads dislodging was not determined. The patient's plan was to have an MRI done and meet with manufacturer representative (rep) on the same day. This had not been scheduled. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a190, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a190, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-feb-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 16-dec-2020, UDI#: (B)(4); product ID: 977a190, serial/lot #: (B)(4), ubd: 26-may-2020, UDI#: (B)(4); product ID: 977a190, serial/lot #: (B)(4), ubd: 20-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) and a manufacturer¿s representative (rep). The rep reported that the patient has had multiple falls ¿probably 12¿ since (B)(6). The patient was getting shocked and having to lower stimulation from 2.8 to 2.0 with both cervical and thoracic systems. The rep reported that the patient had seen a neurosurgeon who wanted an MRI done. The patient also reported that he met with his healthcare provider (hcp) about this issue about 2 weeks ago. The patient reported that after his last fall 3 days ago in the shower, he started getting ¿intense electrical shocks¿ so he has had to turn stimulation from 3.0 to 2v. The patient also reported that after the fall, he was now having a lot of ¿sharp pain¿ in his shoulder blades and a lot of leg, neck and thoracic pain which he usually didn't have when the therapy was helping. The pain started 3 days ago. The patient reported that he saw his hcp and the hcp was concerned that he dislodged his leads because she twisted and landed hard when he fell. No further complications were reported.